Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited a significant change in longevity remaining. Approximately one year ago, battery showed 2 years remaining. Reportedly that device reached the elective replacement indicator (eri) sooner than expected. No information available about magnet rate prior explant. Evidence suggests that this device was explanted as physician felt there was early battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
T was reported this pacemaker exhibited a significant change in longevity remaining. Approximately one year ago, battery showed 2 years remaining. Reportedly that device reached the elective replacement indicator (eri) sooner than expected. No information available about magnet rate prior explant. Evidence suggests that this device was explanted as physician felt there was early battery depletion. This is considered as life threatening situation and surgical intervention was necessary to resolve the issue. The pacemaker was returned for analysis. No additional adverse patient effects were reported.